Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found that the distal section is severely elongated and unraveled. Several sections along the length of the wire found the teflon coating peeled. The core wire was fractured. There is no part of the guide wire missing. Sem analysis of the fracture side observed an elongated tip and dimpled rupture in the axial direction due to a tensile/bending overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a peripheral intervention treatment procedure, the guide wire unraveled. The target lesion was located in the leg. This amplatz super stiff guide wire became unraveled during use. The device was removed with no issues to the patient. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed a broken core wire and peeled coating.